Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer was hospitalization due to high blood glucose of over 600mg/dl on (B)(6) 2017. Customer had symptoms like thirsty, urination and tired and customer was treated with manual injections. Customer¿s current blood glucose was 150mg/dl. Customer was wearing insulin pump at time of hospitalization. Customer states that drive support cap was normal and there was no leak or air bubbles. Customer performed high pressure test but no delivery alarm did not occur. Customer advised to change entire set, insulin and treat as per hcp¿s instructions. Insulin pump will not be return for analysis.

Manufacturer narrative:
The device passed the displacement test, rewind test, basic occlusion test, self test and unexpected restart error test. The stop current and run current measurement tests are within specification. The device also passed off no power alarm test and displacement accuracy test. The device was unable to prime during prime test due to faulty force sensor resistor. We were unable to perform the occlusion test and excessive no delivery test due to prime anomaly. The device had an intermittent button response on the up arrow button due to flattened domes switches from dog chew marks on the up arrow button and the express bolus button. During visual inspection, the keypad connector on the lcd board was found locked properly. The device had dog chew marks on the case, keypad overlay, display window, reservoir compartment, reservoir tube window, reservoir tube lip and on the address or serial number label. The device also had minor scratched display window and cracked reservoir tube lip.